Manufacturer narrative:
Concomitant products: 638rl30 heart ring implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.